Event description:
It was reported the video system center had no image when endoscopes were connected using the cable adapter. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. During inspection, olympus confirmed, the reported event of no image displayed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and because the phenomenon was not duplicated, during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.